Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while a patient was using a bipap device and the patient later expired. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a patient expired while using a bipap device. The manufacturer received additional information from the reporting facility clarified the patient did not expire as initially reported. The patient's blood oxygen level decreased and was placed on another device. The manufacturer incorrectly reported the serial number of the device. The correct serial number is (B)(4). Bipap vision. (B)(4).

Manufacturer narrative:
The manufacturer incorrectly reported that the pressure control board was replaced. The pressure control board was not replaced. The repair was cancelled by the request of the customer and the device was returned unrepaired.

Manufacturer narrative:
The manufacturer previously reported a bipap vision allegedly had a ventilator inoperative condition. The patient's blood oxygen level decreased and was placed on another device. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the customer's complaint was confirmed. The manufacturer replaced the pressure control board to address the issue.